Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for worsening heart failure symptoms. Their flow and power was elevated from baseline and their creatinine was severely elevated. Log files captured driveline faults and confirmed elevated flows and powers on (B)(6) 2022 and (B)(6) 2022.

Event description:
Additional information was received that the driveline fault alarms were chronic and not new.

Manufacturer narrative:
Section b5: previous driveline fault alarms were reported under MFR #'s 2916596-2019-05472, 2916596-2020-04609, 2916596-2021-02980. Manufacterer's investigation conclusion: the evaluation of the submitted log files confirmed yellow wrench advisories associated with driveline faults and slight elevations in pump power and flow; however, a specific cause could not be conclusively determined through this evaluation. Evaluation of the submitted log file confirmed elevations in pump power and calculated flow. Pump power ranged from 5.9 watts to elevations as high as 8.6 watts, while pump flow ranged from 4.2 liters per minute (lpm) to elevations as high as 8.5 lpm. Yellow wrench advisories associated with 240 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 1. The other phases did not appear to contribute to the fault. There were no other atypical events or alarms. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient went home on hospice in early september and came back to the hospital for inpatient hospice and passed away on (B)(6) 2022 due to non-device related issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for vad-19765 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The heartmate ii lvas patient handbook, rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.